Event description:
The patient¿s spouse reported that the patient was in the hospital due to being ¿zapped¿ by the device and thrown across the room. Follow up was conducted and indicated that the patient did receive inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The patient¿s rate was in the 230¿s when the shocks occurred. The patient¿s medications were adjusted and the detection rate on the device was adjusted in order to avoid future inappropriate shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).